Event description:
In the external beam treatment planning program, the customer was planning with 2 wide spaced contours. In the beam spread sheet, the customer noticed that the source to surface distance (ssd) seemed to be incorrect.